Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (random) issue. The reporter stated that a random occlusion alarm had occurred and that the patient had been using the infusion sets correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up # 1, date of submission 06/04/2014. The initial complaint had been incorrectly identified as an animas pump. It has been determined that the object of the complaint was an infusion set and not the pump. Animas does not manufacture this device and will forward the complaint to the appropriate party. Please disregard the initial 3500a. This report is made under the requirements of the medical device reporting regulations.

Manufacturer narrative:
The pump has not been requested to be returned to animas at this time.